Event description:
It was reported that customer¿s insulin pump had broken touchscreen, and that the pump powered on but screen remained black. There was no reported impact to the customer¿s blood glucose level. Customer¿s pump was returned for evaluation and replacement pump was provided.